Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheters had missing label information before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported about printing defect."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no. H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed five packages with no label print. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection/packaging process. This defect occurs when the ink on the print heads is running low, needs to be purged, or there is a bad cable connection to the print head. The packages that are missing printed information are to be rejected and dumped into a sorting bin. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheters had missing label information before use. The following information was provided by the initial reporter, translated from japanese to english: "customer reported about printing defect."